Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that "no device found" message was seen and was scrapped due to antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was seeing 'replace battery soon'. Pt stated they saw the message just before meeting with mdt rep a week and half ago to make some adjustments so they brought the issue up and the rep told the pt to call pats for assistance. Pt commented that it is taking longer and longer to recharge their implant (ins). Pt didn't think they had anything plugged into the controller when the message appeared but that they have been really sick lately so they could not be sure of exact details regarding the issue. Pt commented that they use cycling which turns their stimulation off at night but didn't think that had anything to do with seeing error message. Pt did not detect any visible damage when inspecting rtm cord, paddle (pt said recharging paddle does not get hot when recharging ins) or connector pins. Pt did mention controller being replaced a couple of times previously about six months after getting ins (pss could not find a record in cmf on replacements). It was reported that they were having trouble charging the implant. Pt said it started to take longer and longer to charge last week and then charging stopped working on thursday. Pt said the screen would either keep circling around or would say no device found. Pt said they had been hitting try again, but their rep told them to hit recharge today and pt was going trying that when system problem rm03 came up. Pt mentioned they tried resetting controller when the issue started. Pt inspected recharger (rtm) cord and did not see any damage, but mentioned the rtm had started to generate more heat and was getting warm (patient services (pss) reviewed that could occur when the rtm had been trying to charge for a while). Pt inspected controller port but said it looked fine. Pt tried to start a recharge session, but got stuck spinning on looking for device. Pss noted to pt that rtm serial number was the same as the rtm that was supposedly replaced. Pt said the new rtm they got was worse than the one they had so they sent the new rtm back instead of their rtm that was being replaced. The pt mentioned that they had received their controller replacement and when they attempted to recharge the implantable neurostimulator (ins), they got "no device found." Pt had pressed "try again" and "recharge," but said they got "system problem: cannot continue: call medtronic: rm06." When asked about a previous recharger antenna (rtm) replacement, but pt said, when the pt was sent that recharger (rtm), it worked worse than the old one, so the pt sent the replacement rtm back to medtronic. Pt confirmed they had the original rtm they had prior to the replacement rtm in (b)(3) 2022.